Manufacturer narrative:
On 2/11/2021, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation on (B)(6) 2021, mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 425cc breast implant had a crease/fold on the anterior view. In addition, a tear was observed in the anterior aspect measuring approximately 6.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.8 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of mentors quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 425cc and suffered from a bilateral deflation and a device migration on the left side. As a result, the patient had undergone removal and replacement with mentor smooth round moderate plus profile 425cc on (B)(6) 2021. This medwatch is for the right side.